Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with an outflow graft (ofg) obstruction and low flow alarms. An outflow graft stent was placed on (B)(6) 2022. The occlusion location was suspected to be near the anastomotic site of the graft with aorta due to thrombus which extended along approximately two thirds of the lvad.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of occlusive outflow graft thrombosis could not be confirmed through this evaluation as the device is not available for investigation and no images were submitted for review. A direct correlation between the reported suspected thrombus and low flow and the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) could not be conclusively established. The patient remains ongoing with heartmate 3 left ventricular assist system, serial number (B)(6), and no further issues have been reported. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) and the hm3 lvas patient handbook are currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hm3 lvas, including pump thrombosis. This section also provides an explanation of all pump parameters, including pump power, speed, flow, and pulsatility index (pi). Section 4, (¿system monitor¿), describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6, (¿patient care and management¿), lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The heartmate 3 IFU and patient handbook contains information on alarms and troubleshooting. This section states that to resolve a low flow alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the stents with balloon angioplasty were placed on 28dec2021, not 31jan2022.